Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" alarm error message was displayed on the device. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 1104 "backup alarm failed" alarm error message was displayed on the device. The remote service engineer (rse) performed troubleshooting with the customer, and the customer confirmed that the 1104 error code was logged in the event log. The rse informed the customer that the manufacturer recommends the following per the v60 service manual: 1. Replace the motor controller (mc) printed circuit board assembly (pcba). 2. Replace the central processing unit (cpu) pcba. 3. Replace the power management (pm) pcba. In order to know which board to order for repair, the rse also suggested swapping out the mc pcba from another known working device to see if the 1104 error code still occurred.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further case information regarding the evaluation and repair; however, no response was received, and the malfunction could not be confirmed. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.